Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging due to a thin posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, upon deployment, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the sdla could have been due to a thin/ friable leaflet. A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment/slda and poor imaging appear to be due to challenging patient anatomy. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.